Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the battery gauge was observed to be fluctuating. No additional information was provided regarding the issue. Customer's blood glucose level was within range. Reportedly, the alert cleared, the pump successfully began charging and continued using the pump for insulin therapy.